Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was implanted last year, and recently during normal routine follow-up there were observations on the right atrial (ra) lead of noise that was oversensed and pacing impedances greater than 3000 ohms. An x-ray was performed and compared to previous x-rays, where it appeared that the connection between the ra and device were not inserted properly. The device was reprogrammed to provide therapy in the ventricle only, and a revision was planned for a later date. The system remains in-service at this time. No adverse patient effects were reported.